Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed log for error 25521 which indicated link to embedded serializer for master handle (esmh) was down. Fse replaced the right master tool manipulator (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the error was confirmed in system logs; however, it could not be replicated during testing on a surgeon side console fixture test platform (sftp) system. At initial startup on the sftp system, the mtm did not display system information. The unit firmware was upgraded and then downgraded, after which the unit successfully initialized and was able to run testing. A visual inspection was completed, and no defects related to the reported issue were identified. Following software recovery, the reported field error did not recur and could not be replicated. All functional testing passed with no abnormal behavior observed. After reprogramming the embedded serializer in master base printed circuit assembly (pca), the mtm opened operating normally and passed all functional testing. The complaint was confirmed based on failure analysis. The root cause could not be definitively determined; however, the issue is suspected to be software/firmware related.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy - radical transvesical surgical procedure, error 25521 appeared, and the customer decided to move the procedure to a different da vinci room. The procedure was aborted to a different davinci system.